Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery high intraocular pressure was observed with an ophthalmic gas. The event as resolved after medical treatment.

Manufacturer narrative:
A check of the batch production record could not be performed because the lot number was not reported. A check of the complaint records could not be performed because the lot number was not provided. A check of confirmed complaints for this event, showed no complaints. The sample was not returned, therefore; testing could not be performed. There was no additional related information provided, the customers¿ reported event was not confirmed. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).